Event description:
It is reported that the patient underwent a 2 stage revision due to infection. The first stage occurred on (B)(6) 2010 and the second stage where final components were implanted occurred on an unknown date.

Manufacturer narrative:
Evaluation summary: single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to patient infection. Review of the primary operative notes indicated that the femoral stem and good range of motion. Review of the revision operative notes indicated that the femoral stem was found to have excellent fixation. Cause cannot be definitively determined. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.